Manufacturer narrative:
The device referenced in this report was not returned for evaluation.

Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that after a pvc ablation, a pericardial effusion was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and 400 ml of fluid were removed. The status of the patient was reported to be unknown. The following bwi devices were in use: carto 3 (13260), stockert (s/n unknown), cool flow pump (s/n unknown), thermocool rmt catheter (catalog and lot number unknown - disposed of), deflectable hexapolar catheter (catalog and lot number unknown - disposed of), and an 8f acunav catheter (catalog and lot number unknown - disposed of). Reported by (B)(6).